Event description:
A healthcare professional reported capsular contracture (baker grade iii) on the right device. The device has been explanted.

Manufacturer narrative:
(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade iii).

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick. Broken device on posterior side assessed as fold flaw opening. Red particles were observed on the shell. Missing shell assessed as inconclusive. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a2, a4, a6, b5, d9, e1, g1, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual analysis of the photographs identified: red encapsulation in the device. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
A healthcare professional reported capsular contracture (baker grade iii) on the right device. The device has been explanted.